Event description:
According to the reporter: when the specimen was placed in the bag, the side of the bag was splitting. The device was used in the uterus which did not require a larger pouch. There was no report of pt impact or injury.

Manufacturer narrative:
Initial report sent: sept 04, 2007.